Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, serial number sticker not on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported labeling issue. Product labels reported as missing, removed, worn, faded, or damaged following usage. Customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
Pump received with unresponsive button at the ok, up and down buttons due to corroded keypad traces. Unable to perform the displacement test and self-test due to unresponsive button. Used keypad test to download thus software was utilized and downloaded trace/history files properly. Found stuck key alarm stuck in the history file on event date 11/10/2024 16:55:11, 11/10/2024 17:25:09, 11/10/2024 17:35:01. Pump was cut open to perform visual inspection and found no moisture damage to the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked battery tube threads, broken belt clip rail, stained keypad overlay, serial number label missing. Stuck button alarm found in the history file and unresponsive ok, up and down buttons during analysis due to corroded keypad traces and serial number label missing confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.